Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed during an enteral feeding device replacement procedure. According to the complainant, the button plug could not be closed and the nutritional supplement leaked approximately 10 days after the device was placed. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.